Event description:
Reporter indicated that tapping on the "menu" button did not pull up the right selection. It was found that alignment for the upper right hand corner of the screen was off. By tapping on the upper part of the "menu" button, it successfully pulled down the right menu. Good faith attempts to obtain the product for analysis have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.